Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified left main to proximal left anterior descending artery. A non-abbott stent was implanted at the lesion. Post dilatation was attempted with a 5x8mm nc trek balloon which was inflated once at 14 atmospheres for 10 seconds when it ruptured. A non-abbott non-compliant balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.